Event description:
It was reported that the pt expired. Per the reporter, the cause of death was unk; unrelated to the device system. They were planning to program the pump to off state. No other info was provided at the time of the report.